Event description:
Iit was reported that the patient presented for routine generator change. A review of melin.net revealed a history of inappropriate automatic mode switch episodes. The episodes were the result of over-sensed noise exhibited by the right atrial lead. During the procedure on (B)(6) 2022 the physician observed visible insulation damage. The lead was capped and replaced. The patient was stable.